Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that a patient using a stellar 150 device with a quattro air mask system passed away. It was reported that the device was operating but the mask tubing was found to have disconnected from the device. There was no allegation of a device malfunction or that the device contributed to the patient death.

Manufacturer narrative:
The device and mask was returned to resmed for an extensive engineering investigation. Performance testing on the stellar 150 device determined it operated and performed to specification when connected to ac mains. A review of the device data logs confirmed there were no technical failures during the incident day. Performance testing on the returned mask observed a reduction in the retention of the masks¿ elbow. The reduced retention in combination with factors such as patients body position and/or movements could have contributed to dislodgement of the mask elbow from the mask frame. When the device recognized the high airflow leak appropriate audible and visual alarms were activated by the stellar device to alert the user/carer of a potential issue with the patient and/or device. A review of the device history logs indicates the alarms were activated as designed but went unattended for 52 minutes. The safety risk and occurrence rate have been assessed with all available information and resmed concludes that the risk is acceptable. Per the stellar 150 user guide: "contraindication. The stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. The stellar device is not a life support ventilator." (B)(4).

Event description:
It was reported to resmed that a patient using a stellar 150 device with a quattro air mask system passed away. It was reported that the device was operating but the mask tubing was found to have disconnected from the device. There was no allegation of a device malfunction or that the device contributed to the patient death.